Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73b1800189 investigation did not show issues related to complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a distal pancreatectomy. The device worked well for the first 4 clips applied by the surgeon. The clinical fellow then experienced an issue with a clip not loading properly into the jaws on the 5th clip, and then any other subsequent clips they tried to load jammed in the applier jaw. A second applier was then opened of ae05ml which worked well no issues. There was no reported patient injury.